Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 24mmx3.5mm, eccentric, de novo target lesion was located in the tortuous and non-calcified proximal left circumflex (lcx) artery. The lesion contained >=90 degrees bend. Following predilitation with a maverick balloon, a 2.75x20mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. However, a significant bent was noted on the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 24mm x 3.5mm, eccentric, de novo target lesion was located in the tortuous and non-calcified proximal left circumflex (lcx) artery. The lesion contained >=90 degrees bend. Following predilitation with a maverick balloon, a 2.75 x 20mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. However, a significant bent was noted on the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was returned for analysis in an opened carton and unopened sealed foil pouch. The outer carton was slightly damaged with no damage noted on silver foil pouch. The device was unused.